Event description:
It was reported that during a lead replacement procedure after removing the lead there was a suspected csf leak. As a result, the physician removed the scs system. The scs system will be replaced at a later date. Follow up indicated the patient was doing well postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.